Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported multiple issues with her insulin pump. She stated that the reservoir compartment is chipped, there are frequent battery changes, she often has to restart the device during priming to complete the process, there are unexplained no delivery alarms, and the act button sticks. Customer stated these issues have lead to user errors and high blood glucose. Customer declined speaking with the help line. Nothing further reported.